Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver had a system check reset. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and screen error alarm were observed. The reported event of an system check reset was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver had a system check reset. No additional patient or event information is available.